Event description:
To date additional patient or event details have been received which is added in h11.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-25526. Additional information - this MDR is being submitted to include the below: it was noted that patient declined troubleshooting. Also informed that he pushed down on the applicator too hard and this is what led upto the bent cannulas.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion sets cannula kinked events on (B)(6) 2024 within 3 hours after insertion. The site of insertion was abdomen. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.